Manufacturer narrative:
Device component code relates to problem code for the reported event of stent prematurely deployed. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the first flange of the stent was successfully deployed. When the physician retracted the catheter prior to deployed the second flange, the stent prematurely deployed off the delivery system. As a result, the second flange of the stent was deployed in the gastric wall, not fully in the patient's stomach. The physician completed the procedure by placing a second axios stent bridging to the first stent. Fourteen days later, the patient's pseudocyst had resolved and both stents were successfully removed. There were no patient complications as a result of this event. The patient's condition was reported to be stable.